Event description:
It was reported the patient experienced withdrawal symptoms three times over the past several months. Each time, the patient went to the emergency room. No specific symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.